Event description:
All my life I have pretty much had bad eyesight. I was in 2nd grade when I received my first pair of glasses. I still remember driving home with my father from the eye drs and putting them on for the first time and being amazed at how well I could see with them. Back then glasses didn't look as cool and I didn't like to wear them because of the way they were looked at back then. The dork or the weak one was always the one that wore glasses in cartoons and tv shows. As I got older, I started wearing and that is when I found the absolute thing that worked best for me. The older I got the better I was with taking them in and out and even got to a point where I barely needed a mirror to do so. To this day, I still consider contacts one of the best things that really worked for me. They are definitely what made me the most comfortable and I was completely happy with them. Never fussed over contacts ever and that is why I can't believe how my life has turned out now. Over the years of accepting contacts and glasses, I would hear of this thing called lasik. As time went on, I would hear more and more about it from people and how great it was. Going to have vision correction was becoming the norm. A friend at work got it as a gift for her daughter for her graduation. She was someone that I would consider a true friend, always baking desserts and bringing them into work for me, helping me with applying for jobs. The place I work isn't a very friendly work place but, she was someone that I could trust and we became good friends. She would often tell me, you need to get that lasik dude, I'm telling you dude. I never knew why she was concerned about my eyesight but, I guess her daughter had made out great with it and she felt it would be a wise decision for me. I also was hearing about it on the radio all the time and seen by tv commercials so, I decided to look into it online also. Seemed to be a miracle, I found it unbelievable that I had been wearing glasses and contacts my whole life and here this thing was that could correct my eyes in less than 10 mins. Over the years of hearing about it I would become more interested so, I would ask my regular optometrists about it. I had been going to them for years and trusted them. Without hesitation they would tell me how great it was. Never a concern about whether I was happy with contact or anything. I felt that this must be the next step after glasses and contacts. This was just the last step and I was completely free. Besides needing reading glasses when I get older but, I was fine with that and I was only going to need them later in life anyway from what I was told at the lasik consultation. I was told I was a perfect candidate, and after talking to 3 people at the lasik center that all had lasik done. I confidently decided I would get lasik and booked my lasik date. I was nervous, but excited to have what was considered perfect eyesight. I told everyone about it and couldn't wait to tell people how great it is once I had it done. I really thought I was doing something great for myself. On (B)(6) 2017, I had lasik done. I remember joking with my mom that came with me about just turning around and going home instead on our way there. I remember thinking to myself when I was called back to wait to have lasik that I could get up and leave any time. I remember feeling so uncomfortable as I laid down on that table and looked over at the 2 giant machines I would be sitting under. I just felt so scared and honestly to this day, I still don't know how I did it. That (B)(6) was the day everything in my life changed. It was the day I remember and would repeat in my head for the longest time. I had finally went ahead and did it and the results were not at all what I expected. The worse part is it was on the most important part of me. A part of me that I can never get back and has changed me altogether mentally and physically. How can something that decreases your night time contrast sensitivity, makes halos and starburst around lights, makes eyes sensitive to light, causes eye pain that I don't know if it will ever go away and has caused me many nights of grief and crying and feeling suicidal. "Be made out to their words (correct) your vision with little risk", sounds like a pretty big risk to me. A risk to worsen ones quality of life and if ain't right. "How does the FDA not even acknowledge the repeated bad feedback. How does the FDA turn their backs on people who have these issues." You know, everyone was once someone's child. "How would you feel if your child went for this surgery that you as a parent thought was a great idea and it totally backfires leaving him or her depressed crying all the time feeling like a tortured animal. How would you feel FDA? Don't worry, I know you won't answer. I know you probably won't even get back to me. I know you don't care otherwise you would have done something about it along time ago. Nope, just keep ignoring all the issues you see it's causing for people. Real nice what you have caused for humanity. Mankind is unkind man, I know I will never trust another dr in my life time, now I will try to avoid them as much as possible because I have lost my trust and faith in them. MFR's name: (B)(4).